Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their health care practitioner (hcp) on two different visits and was diagnosed with a skin infection identified as an abscess. For treatment, the site was drained, and antibiotics were prescribed. The pod was worn on the arm. The patient was discharged after 20 minutes on the first visit and 1.5 hours on the second visit. The patient is allergic to the pod adhesive.